Event description:
It was reported that the device switched off during ventilation without alarm. The pt was already blue colored when the problem was detected. No serious or permanent injury reported.

Manufacturer narrative:
The investigation is ongoing. The results will be reported in a f/u report.